Event description:
Alleged the brake pedal is drifting out of the brake position when pressure is applied to the side of the bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake positon. The hill-rom field technician adjusted the casters to repair the bed.